Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of three devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2018-02420 and 3005099803-2018-02422 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that three flexiva ID 1000 laser fibers were used during a procedure in the kidney and bladder performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis p120 with moses console. According to the complainant, during the procedure and inside the patient, the tip of the laser fibers detached after 1 to 2 minutes of use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
One flexiva ID 1000 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 0.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. There was no damage along the body of the fiber. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to one of three devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2018-02420 and 3005099803-2018-02422 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that three flexiva ID 1000 laser fibers were used during a procedure in the kidney and bladder performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis p120 with moses console. According to the complainant, during the procedure and inside the patient, the tip of the laser fibers detached after 1 to 2 minutes of use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.